Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ht versacore guide wire referenced is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The reported difficult to position and difficult to remove were unable to be replicated using the returned guide wire due to the condition. However, the issue was not confirmed using a proxy guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderate to heavily tortuous, 100% stenosed anatomy contributed to the difficulties. It is likely that the challenging anatomy caused the clearance between the guide wire and guide wire lumen of the armada 35 to become reduced resulting in the reported resistance. Additional movement of the catheter against resistance likely caused the noted guide wire kinks resulting on the devices becoming stuck together. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to the moderate to heavily tortuous, 100% stenosed, proximal to distal right superficial femoral artery (rsfa). After placement of a hi-torque (ht) versacore guide wire, a 4 x 150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced, but met resistance with the guide wire and was only able to reach the proximal rsfa. The balloon of the pta catheter was inflated and deflated with no issues noted. During removal of the pta catheter from the anatomy, it again met resistance and became stuck on the guide wire. A non-abbott guide wire was placed to serve as a buddy wire so access was not lost and the ht versacore guide wire & armada pta catheter were removed from the anatomy as a unit. The procedure was completed with the successful stenting of the complete rsfa. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.